Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7086910. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 32645577. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.